Event description:
It was reported that the tubing separate from the bd alaris¿ pump module smartsite infusion set, leaking saline and allowing air into the line. The following information was provided by the initial reporter: "after initiating IV for treatment, writer connected IV tubing to patient and moved to run IV tubing through the infusion pump. When writer touched the tubing, the blue connection hub between the firmer infusion tubing and the more pliable tubing that runs through the pump came apart, allowing free-flowing saline to leak and air enter the line. Writer did not pull on or handle the tubing with force prior to the tubing coming apart."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/16/2020. H.6. Investigation: the customer reported a leak at the pumping segment. The complaint of a leak from separation was verified, but the returned sample separated at the inlet of the second smart site. It was determined from this analysis that there was insufficient solvent applied to the tubing. A device history record review for model 2420-0500 lot number 20063051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubing separate from the bd alaris¿ pump module smartsite infusion set, leaking saline and allowing air into the line. The following information was provided by the initial reporter: "after initiating IV for treatment, writer connected IV tubing to patient and moved to run IV tubing through the infusion pump. When writer touched the tubing, the blue connection hub between the firmer infusion tubing and the more pliable tubing that runs through the pump came apart, allowing free-flowing saline to leak and air enter the line. Writer did not pull on or handle the tubing with force prior to the tubing coming apart."